Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the distal portion of the lead was returned and analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. The analyst commented that there was no insulation damage on the returned lead segment and no externalized conductors. Concomitant product: d284trk ICD implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that the right atrial (ra) lead conductors were exposed due to insulation damage. The lead was explanted and replaced. The right ventricular (rv) lead was replaced prophylactically but tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.